Event description:
The kinemax tibial insert was revised in to provide the pt with full extension and flexion.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.